Event description:
The suspect device was used to check the patient's blood glucose and a result of 117 mg/dl was obtained. Pt felt bad and slept most of the day. Pt also displayed hypoglycemic symptoms. Emergency medical technicians were called and they checked pt's glucose at 19 mg/dl. Pt was transported to the hospital and given a glucose IV. Pt was then observed for a few hours and released. Controls were not used on the system. The suspect device was replaced wtih new product and then authorized for return to the manufacturer for evaluation.